Event description:
It was reported that during blood draw using bd vacutainer® eclipse¿ blood collection needle, the holder was not attached properly resulting in sample leakage and exposure to hiv positive blood. The nurse was not wearing gloves and had an open wound on her hand. Further information regarding post exposure testing or medical intervention was not reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 09-mar-2026. H.3 device eval by manufacturer? Yes. Bd received 11 samples for investigation. The contaminated samples could not be opened or subjected to testing. However, visual inspection of the contaminated samples attached to holders showed evidence of leakage. Furthermore, 6 unused samples underwent functional testing, and all samples passed testing without any issues, with no evidence of defects, separation, or leakage during use. In addition, the 6 unused samples were visually evaluated for defective locking mechanism and hub/collar separation, and all samples passed testing with no signs of damage or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. This complaint has not been confirmed for the indicated failure mode: separates. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during blood draw using bd vacutainer® eclipse¿ blood collection needle, the holder was not attached properly resulting in sample leakage and exposure to hiv positive blood. The nurse was not wearing gloves and had an open wound on her hand. Further information regarding post exposure testing or medical intervention was not reported.